Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.   The cause of the reported issue could not be determined.

Event description:
The customer reported that their device had locked up two separate times while browsing patient records in the archive mode. With a device lock up reported, the device may not have functionality during patient use, if needed. There was no report of any patient use associated with the reported issue.